Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell, dark ring and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp crease opening, broken crease sharp and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. A crease sharp edge broken in the side posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.